Event description:
Drive medical has received a complaint from claimant's attorney about an incident involving a moist heating pad, allegedly distributed by drive medical. It is alleged that the first time the claimant was using the heating pad he received burns on his skin. He went to his family doctor and received ointment as treatment. This MDR report is based on the claimant's attorney complaint.